Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Review of the device history records indicate were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced.

Event description:
Patient has a history of multiple revision surgeries for infection. Surgery on (B)(6) 2016 was a reimplantation procedure (2nd stage of 2 stage exchange). Patient continued to have signs of infection, so an extensive I&d was performed on (B)(6) 2016 along with only a poly liner exchange.